Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Xtw (lot: 40321r1076) was chosen for implantation. The mitraclip was placed but left residual mr in a medial position. A non-abbott pascal device was attempted to be placed, but it interfered with the mitraclip resulting in it detaching from the anterior leaflet (single leaflet device attachment (slda)). The pascal was then placed next to the mitraclip to stabilize the slda. The procedure ended with mr unchanged grade 4. There were no reported patient effects or clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be a cascading effect of the reported device damaged by another device (dislodged). The report device damaged by another device (dislodged) was due to procedural condition. The reported patient effect of unchanged mr appears to be related to the slda. Mr is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstance as the pascal was placed next to the mitraclip to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.